Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which indicated that hardware low level failure. Customer was able to clear the alarm and able to rewind insulin pump. Customer reported insulin pump error recurred .no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly. Device received with pillowing keypad overlay and minor scratches on case.